Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-06293. It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. They aspirated back to clear out any air; however they had some resistance so they pulled they system back thinking that it may have been too close to the appendage wall, which may have caused a vacuum effect. They continued and at the time of deployment, they noticed air on the echo cardiogram image. The patient also experienced st segment elevation and hypertension. The patient was hyperoxygenated, they treated the blood pressure and monitored the air on echo. They quickly assessed the release criteria and released the closure device. They got access on the left side, via a heart catheterization and everything was clear. An echo was performed to check the left ventricular (lv) function which was normal. Within a few minutes the st segment and blood pressure went down. A stroke assessment was performed without any issues. The patient is currently doing fine and stable.